Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the lower case had internal contamination and the label was missing the laminate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w programmer; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the wands will not establish telemetry. The wands were returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.